Event description:
It was reported that an alert was received via merlin.net showing that the device was in backup vvi mode. Patient was asymptomatic. A device code downloaded was performed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.